Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the generator driver and filament driver printed circuit boards. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system displayed a filament regulator failure error message. No patient injury was reported.